Event description:
This product (after taking as directed) caused my mouth to go numb on the right side of my face. (Teeth, gums, chin, cheek, tongue, eye and earlobe (the part of the earwax to my ear canal). This has been going on for about 10 days. I have had test for stroke and lyme's disease and many other ailments - all were negative. This product (after taking 1 tablespoon that morning and 1 that night as directed) it caused my mouth to go numb on my right side of my face, chin, teeth (upper and lower), gums, cheek, tongue, eye and ear lobe (the part next to my ear canal) because I can't feel my tongue, I have been accidently biting my tongue and inner jaw. My neurosurgeon is currently treating me with intrinsic steroids in hope that this will help.